Event description:
During coil embolization within the left side media bifurcation aneurysm, the coil was too big and during attempt to remove the coil, it broke within the catheter sheath introducer (delivery system). Reportedly, while resheathing over the blue part of the delivery system, the coil broke in two different pieces and remained in the introducer sheath. From the reported information, it appears that the coil was inside of the coil introducer when it broke and the broken piece remained in the introducer. Additional information to clarify has been requested. There was no resistance advancing/withdrawing the coil through the prowler 14 mc. The coil did not stretch. The procedure was completed. There was no adverse outcome to the patient. The guiding catheter was 6f envoy. The coil was not inside the mc when withdrawing it. Continuous flush was maintained within the mc. The mc was not re-shaped prior to use. The product has been returned for evaluation and testing. Additional information will be submitted within thirty days upon receipt.